Event description:
Esu pad applied on left thigh, smoothed down well. Plugged into machine, hook cautery plugged into machine. Instructed to place unit of 250 then 280 pure cutmode. After procedure, when pad removed from thigh, skin reddened and raised at edges. Areas dressed with betadine ointmentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.